Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received insulin flow blocked alarm, no delivery alarms. Customer had scratches on display, shortened battery life, arrow buttons were harder to press and insulin pump rewind louder than before. No harm requiring medical intervention was reported. Troubleshooting was declined; however, the product will not be returned for analysis. Updated/missing event narrative: information received by medtronic indicated that the customer reported that the insulin pump has rejected new batteries a couple of times, pump has given two random no delivery alarms and two random insulin blocked alarms, the arrow buttons are harder to press and pump rewinds louder than before. Customer also reported that the insulin pump battery life has been down to ten (10) days.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. Customer returned device for alleged cosmetic damage located at the display, battery lasts less than expected, rewind anomaly, unresponsive keypad, failed battery test, and no delivery/occlusion alarm - unknown timing found on september 27, 2022. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, and active current test. The pump failed the self test due to appearance of pump error. The device passed the keypad voltage test. All buttons were tested for their functionality and all passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. No battery or no delivery alerts, alarms, or anomalies noted during testing. No rewind anomaly was noted during testing. Unable to verify rewind anomaly in the device memory due to event date out of range. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No relevant battery alerts, alarms, or anomalies were noted in the device history files and traces. No failed battery test was noted in the pump history files and traces. No relevant no delivery alarms were noted in the device history files or traces. Device alarmed a pump error during testing on december 20, 2022 at 13:45:53.000 or 1:45:53 pm (variable #: 3). Pump was cut open to perform visual inspection and found a broken trace at pin #6 sda at the u1 chip on the keypad assembly, moisture damage on the force sensor. Motor was tested outside the pump and passed. The following were also noted during visual inspection: scratched case, minor scratches on the lcd window, pillowing keypad overlay, cracked keypad overlay, label damage, keypad overlay texture damage, and corroded battery tube. Pump error was confirmed during testing (variable #: 3) due to a broken trace at pin #6 sda at the u1 chip on the keypad assembly. Cosmetic damage was confirmed at the display. Unresponsive keypad, failed battery test, rewind anomaly and no delivery were not confirmed during testing, battery lasts less than expected was not confirmed. Moisture damage was confirmed found on the force sensor and the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump has rejected new batteries a couple of times, pump has given two random no delivery alarms and two random insulin blocked alarms, the arrow buttons are harder to press and pump rewinds louder than before. Customer also reported that the insulin pump battery life has been down to ten (10) days.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
It was reported that the insulin pump was returned for analysis.